Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the vacuum pump with a worn-out seal was leaking and a vacuum pump tubing was brittle. The fse replaced the vacuum pump and its tubing to resolve the issue. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported one patient had low total bilirubin (tbil) results on their au5800 clinical chemistry analyzer. The sample was repeated with normal result. The customer did not report the initial low result out outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.